Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during an exploratory laparotomy and colectomy procedure. There was no documentation provided that there was an issue during the original procedure. Two days post op, a colonoscopy was performed and the patient underwent a reoperation. It is unknown why the colonoscopy was ordered. During the colonoscopy, they noted clotting on the distal portion of the anastomosis where the device had been used. At the time of the report, the patient remained in the hospital. Additional information was requested, but no further details are available.